Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related ncrs could not be performed. The device was discarded at the use facility and not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that treatment was performed for a splenic artery laceration in a tortuous anatomy. During retraction of the embolization coil, the coil unexpectedly detached. The coil was successfully retrieved with a gooseneck snare; however, during the maneuver, a dissection of the splenic artery occurred. There was no additional intervention for the dissection, which has healed, and there was no sequela.